Event description:
The emergency department supply carts that are in each room had started being stocked with bd vial access cannulas (ref 303367, lot 2056709) for drawing up medications from vials. We have had multiple incidents of these breaking when attempting to insert into the vial due to the cannula being plastic and too blunt to effectively pierce the vial. This has resulted in employees almost stabbing their own hands after it breaks, as well as a in delay in care during acute situations due to the faulty device. Manufacturer response for needle, hypodermic, single lumen, n/a (per site reporter). Submitting complaint today to bd.